Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a force sensor error. There was unknown patient involvement.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to force sensor was out of aspect. As a result, the force sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.